Manufacturer narrative:
(B)(4). Washer uncut. Additional information: was the tissue evenly distributed in the device? According to the surgeon, yes. Was the device fired completely, plastic to plastic? Yes. Was the patient's hospitalization extended as a result of the issue with the device? Information not given by the hospital, however based on the discussion with the surgeon, I could assume that they had to prolong the stay by 1 night. If so, how long? Do you know what degree of hemorrhoids the patient had? Surgeon said that the patient had circumferential prolapse, so it should be 3rd degree hemorroids. I asked specifically if they had right patient selection and they said yes. Do you know the duration time for the antibiotics that were prescribed? (E.g. One week, 10 days, etc.) No. What was the age and sex of the patient? No information [hospitals cannot give out such info due to local legislation and patient confidentiality issues.] You reported that the patient had been discharged from the hospital. Has any additional information been received regarding the patient's current status? No, and the surgeon is not obliged to give me any. [Hospitals cannot give out such info due to local legislation and patient confidentiality issues.] The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hemorrhoidopexy procedure, after completing all prior procedure steps, the surgeon fired the stapler as usual and did not notice anything specific. However, after firing and opening of the device, the stapler had not fully cut circumferentially; there were staples missing at 12 o'clock and the tissue had not been cut. As a result, the stapler got stuck in the patient and the surgeon had to cut it out of the patient. The surgeon used a scalpel to cut the tissue that remained uncut by the stapler and placed additional sutures where necessary to complete the procedure. There was some bleeding where tissue was cut and the patient was prescribed prophylactic antibiotics just in case. The procedure was prolonged 10 minutes. Patient left the hospital and there were no adverse outcomes reported so far. Additional information being requested.

Event description:
.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: on what tissue type was the device used? What was the quality of the tissue? Rectal mucosa and submucosa. According to the surgeon, there were no anomalies noted. When it comes to the tissue. Normal circumferential hemorrhoidal prolapse was noted. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Between medium and this- closer to thin. Stapler closed easily, nothing special noted compared to regular cases was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No, patient had no previous surgeries in anal canal/ lower part of the rectum. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Firing trigger was closed plastic to plastic, surgeon heard audible feedback. Were any unexpected noises heard? If so, when? No unusual noises. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? The surgeon opened the device ½ turn of the full turn of the closing knob. It was difficult to remove the device as part of the tissue was not cut at 12 o'clock (in a length of about 3-4 staples), after that the surgeon had to open the device more to be able to manually cut the tissue. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? No leak test can be performed in anal canal. Donut was checked it was incomplete in the area where the tissue was uncut by the stapler. Since there was bleeding, how much blood did the patient lost? Was a transfusion required? No transfusion, hemoglobin level did not change. Blood loss was considerable small but enough to visually distort the operating field. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No information. Does patient have a known coagulation disorder? No information, however, the surgeon clearly stated that there was nothing specific about the patient that could have caused this to happen. Has the patient taken any steroids? No information. What is the age and sex of the patient? No information. What is the current status of the patient? Patient was released from the hospital 3 days after surgery with a prescription of antibiotics, no other info available what were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Since pph gun was used, then diagnosis was 3rd degree hemorrhoids. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No information, presumably no. Is there any other additional information you would like to share about this device, procedure, patient or physician? No.